Event description:
(B)(4). Swelling, severe cramping the night of implant. Told normal would subside, did not. Fatigue, pelvic andamp; back cramping/stabbing, headache, bloating, flutter like baby kicking- not pregnant, rash, hives, digestive issues, shooting pains, 1-2 vaginal infection/ month, painful andamp; dry intercourse. All new symptoms after implant. Paid for by (B)(6).